Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the shears broke inside the patient, leaving pieces in its cavity, being necessary to interrupt the procedure to withdraw the team over the broken material and replace it without further damage to the patient¿s health. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.